Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that an implanted impella cp pump ingested a clot while coming off cardiopulmonary bypass (cpb). The motor current subsequently spiked and the pump experienced continuous suction despite good positioning and volume. As a result of the noted issue, the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. Data logs confirmed the failure mode. The logs showed after the pump was started and ran about two hours 22 minutes, multiple motor currents spiked followed the low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 name prefix/title, first name and last name were revised as information previously reported was incorrect. E.3 revised occupation to go along with the corrections in e.1.